Manufacturer narrative:
Literature citation: mannerfelt et al. Silastic arthroplasty of the metacarpophalangeal joints in rheumatoid arthritis. The journal of bone and joint surgery. 1975; volume 57-a: page(s) 484-489. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1975 literature article, by mannerfelt et al. Titled silastic arthroplasty of the metacarpophalangeal joints in rheumatoid arthritis, the authors describe 4 implant fractures in situ and 1 revision following mcp joint arthroplasty with swanson finger joint implants.